Manufacturer narrative:
The device was unable to charge due to a broken cow catcher and damage to all contact pins. The functional tests could not be performed due to the charge anomaly.

Event description:
It was reported that the device was unresponsive and that it gave off a red light. It was reported that the gold prongs were awkwardly positioned. Nothing further was reported.